Event description:
During a clinic follow up, a loss of capture was noted on the left ventricular (lv) lead. X-ray was performed and revealed that the lf lead was dislodged. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage. After cleaning, the helix could be extended and retracted normally and the helix extension measured within specification. The reported event of loss of capture and lead dislodgment were not confirmed.